Event description:
It was reported that customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, did not experience cgm error again, and successfully started new sensor session.